Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Clarification to d10: d0120220240013 (may be an incomplete number as it does not populate).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra back and upper flanks on (B)(6) 2022 and (B)(6) 2023 using the cooladvantage elite system c150 applicators, who developed paradoxical hyperplasia (ph) after treatment.